Event description:
Technician alleged that the brake casters no longer hold when the brake is set. No pt impact.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was due to poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was performed on potentially related lot numbers (gd874834, gd877274, gd875567), with no defects noted. Per the initial report, the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date the patient began peritoneal dialysis (pd) treatment with dianeal pd4 ambuflex, 2.4 liters/4 cycles with a last fill of 2 liters (frequency not reported) (total daily fill 11.6 liters), and dianeal pd4 ultrabag, 2 liter midday cycle, intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, a sample of peritoneal effluent was cultured and a gram stain was performed to see if the previous event of bacterial peritonitis had resolved. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis. The nurse reported that this was a different bacteria from the first episode of peritonitis. The patient did not require hospitalization. The patient was treated with vancomycin ip (dose, frequency and administration dates not reported). There was no evidence of a tunnel or exit site infection. On (B)(6) 2010, the patient had a repeat gram stain performed. The results showed gram positive with 4 (few) wbc(s). At the time of reporting, the bacterial peritonitis resolved. On (B)(6) 2010, the patient completed antibiotic therapy. The root cause of the bacterial peritonitis was unknown, but the nurse believed that there was possible contamination. The patient was retrained on aseptic technique. Pd therapy was not interrupted and the dosage was not changed. The patient's concomitant medications were not reported.